Event description:
It was reported that a spectrum iq infusion pump alerted to "close door" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue was reproduced. When attempting to power off the device it alerted "power off - close door" message. A review of the event history log revealed "power off - close door" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the link out of adjustment. The link will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.